Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported on (B)(6) 2024 that the patient was experiencing impedance issues. It was noted during the interrogation that all electrodes had impedance issues, but it was unknown if they were high or low. The patient had also experienced a loss of stimulation. Troubleshooting was performed which included the device interrogation only. The patient was having pain and was unable to tell if it was due to a previous accident or the device as the pain was in the device location. The cause of this issue was known and provided by the hcp as being due to an auto accident. Patient had recently had their abandoned product removed as they needed an MRI. This issue was on going. Additional surgical intervention was required. The patient reported they were not "having at site," just a return of their over active bladder symptoms. Upon interrogation, again, the impedances were noted to be off on all leads. The patient offered that they were still dealing with other medical issues since their accident and may have to wait to have the revision done.  Medical records were provided in which the follow information was gathered: on (B)(6) 2023 the patient was at the clinic for a follow-up appointment. They had undergone a revision of their ins on (B)(6) 2023. The patient was in a car accident on (B)(6) 2023. As far as symptoms following their revision, the patient was doing well. Their nocturia had improved since the accident and they had noted pain near the insertion site. They were able to feel the stimulation. There was however  a residual lead left in place which was not MRI compatible. They were unable to interrogate their device due to technical difficulties with the facilities device. The patient was however able to feel the amplitudes when nursing connected to the implant. Once the facilities device was working they would interrogate the patients ins. On  (B)(6) 2023 the patient was at the clinic for a second follow-up. They had done well in the interim. They did have a retained lead from their prior ins which prohibits them from having an MRI. They did need to have one following their car accident to evaluate back pain and leg issues. They continued to take medications with good improvement in their symptoms. Otherwise they had no bothersome urinary frequency. They did have urgency if they wait too long and they also had some nocturia but it was manageable. They wore a pad for safety. Again they were unable to interrogate their device due to technical difficulties with the facilities device. The patient was however able to feel the amplitudes when nursing connected to the implant. The patient continued to have nocturia x2-3. They admitted to drinking more fluids. They did not limit their fluids in the 3 hours leading up to bedtime. They continued to have urgency with incontinence. They had not been changing programs or intensity for the ins. The patient believed they were at 0.6 currently and they do not always feel the ins working. The patient had not met with the manufacturing representative yet. Continued to take meds and their symptoms were stable with the use of imipramine, vesicare and ddavp. They did need to have an MRI and a referral would be sent to neurosurgery to discuss removal of the retained lead. Patient would return in 1 year for follow-up and symptom check.

Event description:
There is no new information for this event description.

Manufacturer narrative:
Product analysis # (B)(4) : analysis information - pli# 20 product ID #: 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: neu_unknown, serial# unknown, and product type: unknown. Product ID: 978b128, lot #: va2nzrc, serial# (B)(6), implanted: (B)(6) 2023, and product type: lead. Product ID: neu_unknown, serial# unknown, and product type: unknown. Product ID: neu_unknown, serial# unknown, and product type: unknown. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead at or near the tines. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An_eval (rep) there is no new information for this event description.

Manufacturer narrative:
Product analysis #706150393:analysis information -- 2024-04-08 10:02:34 cst pli# 20 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID neu_unknown lot# serial# unknown I mplanted: explanted: product type unknown product ID 978b128 lot# (B)(6), serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.